Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyl1992 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Healthcare provider informed reported that when opening the packaging, they found a hole on the internal packaging. Due to this they stated that they did not use the device. Sample reported as available.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the tyvek lid was confirmed, but the cause is unknown. One unopened 8 fr groshong catheter tray was returned for evaluation in the green international case. The seal around the entire kit is complete and no gaps are visible in the seal area. The tear is located at the bottom of the tray just inside the tray flange. The tear is 1.6 cm in length and is located 11 cm from the left edge of the tray flange. The tyvek material points inward along the tear, indicating that the tear was created from an outside source. The packaging engineer commented that the product possibly took an impact (i.e. Dropped) and asked about the condition of the outer tray and the components within the tray. The tray was opened to inspect the conditions within the tray. No sharp objects were noted in the area of the tear. The inner tray is wrapped in a blue csr wrap and no damage or punctures are noted in the blue wrap. No damage was observed in the green international case that coincides with the location of the tear in the tyvek lid. With the multilingual IFU lined up along the right edge of the tray, the bottom left corner of the IFU coincides with the location of the tear. It is possible that handing conditions during shipping or at the complainant facility contributed to the damage on the tyvek lid; however, the exact cause of the complaint could not be verified. One of the precautions in the IFU states, ¿examine package carefully before opening to confirm its integrity and that the expiration date has not passed. Do not use if package is damaged, opened or the expiration date has passed.¿ a review of the manufacturing records (i.e. DHR, mrr¿s, scrap and mfg. Process changes) showed no evidence that the failure mode reported in this complaint is caused by the manufacturing process.